Event description:
During left arthroscopic labral repair, the cannula malfunctioned, allowing the arthroscopy instruments to pierce the side wall of the cannula. This allowed the instrument to enter the soft tissue without being visualized.